Event description:
It was reported by service report that the fowler section was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler brake/clutch.